Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Oversensing is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore; product analysis could not be performed. However, oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as oversensing is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has recently recorded three atrial fibrillation (af) episodes. Upon review by boston scientific technical services (ts), it was confirmed that these episodes were due to over-sensed non-physiological artifacts with a wandering baseline. Ts provided recommendations for assessing the s-ICD system integrity to exclude reproducible artifacts and close monitoring was suggested. Recently, further remote monitoring revealed non-physiological noise and the physician suspected that it was the result of an electrode pre-fracture. The physician elected to deactivate device therapy and subsequently explanted and replaced the system to resolve the event. No additional adverse patient effects were reported. The s-ICD system is currently retained at the healthcare facility.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has recently recorded three atrial fibrillation (af) episodes. Upon review by boston scientific technical services (ts), it was confirmed that these episodes were due to over-sensed non-physiological artifacts with a wandering baseline. Ts provided recommendations for assessing the s-ICD system integrity to exclude reproducible artifacts and close monitoring was suggested. Recently, further remote monitoring revealed non-physiological noise and the physician suspected that it was the result of an electrode pre-fracture. The physician elected to deactivate device therapy and subsequently explanted and replaced the system to resolve the event. No additional adverse patient effects were reported. The s-ICD system is currently retained at the healthcare facility.